Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during shift check, the autopulse platform sn: (B)(4) lifeband clip was fixed and could not be removed from the driveshaft. No patient involvement was reported.